Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device and observed that the device failed temperature verification (heat). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a failure to follow instructions for use, which is misuse, abuse and/or error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, quality engineering evaluated the device, and it was determined that the handpiece device had been modified by a third party. The "cable tie nano band" was not original, it was almost twice as wide. A black heat shrink tube was installed on the white motor cable. "Cap shield mount" was mounted in the wrong place. It was further determined that the device failed pretest for visual assessment, break box motor assessment, rotational speed assessment, temperature verification, air pump assessment, and connector loctite assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.